Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the device was not returned for evaluation, no other details regarding this event, or what comorbidities the patient had, were provided. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 65-y-o patient with a 23mm valve of unknown model implanted in aortic position had been initially scheduled for a valve-in-valve intervention after an implant duration of at least 6 years and 4 months due to degeneration leading to severe stenosis and mild regurgitation. Ultimately, surgical treatment was proposed; however, no further information was obtained from the surgeon despite repeated attempts.